Manufacturer narrative:
(B)(4). This device is used for treatment. The device history records for the tibial plate were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A complaint history search found no other complaints against the tibial plate part and lot combination. Revision surgery has not been performed therefore the implants are not available for review. Surgical notes were not provided. X-rays were not provided; it is unknown whether the devices were implanted with the correct fit and orientation as per the surgical technique. Compatibility of the implants was reviewed with no issues found. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Review of primary operative notes confirms patient underwent a right total knee arthroplasty due to severe degenerative joint disease. Upon opening the knee, the appropriate cuts were made for the tibia and femur, with pcl being addressed and osteophytes removed. Trials were inserted and range of motion and stability were checked. At this time, a deep medial collateral and partial posterior cruciate ligament releases to facilitate acceptable extension and flexion. Gaps were found to be well balanced at this time with excellent patellar tracking. Final components were placed using cementless technique and range of motion and stability were again checked and found to be excellent. Review of primary operative notes do not reveal any deviations to the surgical technique.

Manufacturer narrative:
This report is being amended to reflect changes.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing postoperative pain, swelling and discomfort.

Manufacturer narrative:
Primary operative notes have now been received. However, the information observed in the received report does not change the previous investigation.